Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the lead and implantable neurostimulator (ins) were replaced on (B)(6), 2016. Regarding the patient's recovery, the manufacturer representative did not obtain information that there were issues with the patient; the manufacturer representative did not hear anything about the patient having any problems. Furthermore, the physician seemed to know a little about the damage to the device used in the surgery that was performed after the initial scs implant surgery, but did not comment about the device. The physician admitted that it was due to his own clumsiness.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A physician, via a manufacturer representative, reported the device was damaged at another procedure after the spinal cord stimulation (scs) system implant procedure. The other procedure was an intrathecal baclofen (itb) implant procedure. After the itb procedure, the patient complained of a loss of stimulation. The results of an impedance measurement showed that all electrode conductors were fractured. A distributor obtained information about the possibility that the implanted lead was damaged by cautery knife, however, there was a possibility that the device malfunctioned. The device settings were unknown when the issue occurred. A surgical intervention was planned for (B)(6) 2016. The physician was to perform a replacement procedure, measuring impedances. The patient's underlying disease was fibromyalgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.